Event description:
The report received from the study, the patient returned approximately five (5) months after the index procedure during the follow-up period, the patient demonstrated symptoms of stable angina. The patient had two (2) cypher stents implanted in overlapping fashion in the proximal/mid left anterior descending (lad) coronary artery during the index procedure. A re-percutaneous coronary intervention (re-pci) was done and demonstrated a 90% proximal peri-stent restenosis of a previously implanted cypher select plus 2.5 x 13mm stent (stent #1-index procedure). The restenotic lesion was reported to be highly probably related to the study device/procedure. The restenotic lesion was not reported to be within five mm of the other cypher stent (stent #2) implanted during the index procedure. The restenosis was treated by implantation of an additional cypher select plus 2.5 x 13 mm stent. The patient was reported to have been complaint with her antiplatelet therapy.

Manufacturer narrative:
The indication for the index procedure was a non-q wave mi. Lesion#1-1: the lesion was the mid lad. The lesion was reported to be: de novo, eccentric, 12 mm in length, not calcified, a 60% stenosis, and 2.5 mm in diameter. This lesion was treated with a cypher select plus 2.50 x 13mm stent deployed at 16atm. The residual stenosis wa 0%. Lesion#1-2: the lesion was the proximal lad. The lesion was reported to be: de novo, concentric, a bifurcation lesion, non-calcified, 12mm in length, a 60% stenosis, and the vessel diameter was 3mm. This lesion was treated with a cypher select 3.00 x 13mm stent deployed at 16atm. Using a kissing balloon technique. The residual stenosis was 0%. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation testing. Additional information will be submitted within 30 days upon receipt.